Event description:
It was reported that this implantable cardioverter defibrillator (ICD) issued an alert in the remote monitoring system for a high out-of-range shock impedance measurement of 140 ohms. A technical service (t/s) consultant reviewed data, noting a gradual increase for both shock and pacing impedances over the past year. Pacing impedance increase from 420 ohms to 520 ohms. Shock impedance from 100 ohms to 150 ohms. T/s recommended lead integrity testing and to consider doing a 1.1 j synchronous test shock. T/s recommended to continue following patient on latitude. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) issued an alert in the remote monitoring system for a high out-of-range shock impedance measurement of 140 ohms. A technical service (t/s) consultant reviewed data, noting a gradual increase for both shock and pacing impedances over the past year. Pacing impedance increase from 420 ohms to 520 ohms. Shock impedance from 100 ohms to 150 ohms. T/s recommended lead integrity testing and to consider doing a 1.1 j synchronous test shock. T/s recommended to continue following patient on latitude. The device remains implanted. No adverse patient effects were reported. Additional information was provided, advising that the patient was seen for a follow up appointment in the clinic. Lead integrity testing was completed. The 1.1 joule shock had a measured shock impedance of 114 ohms and the 41 joule shock had a measured shock impedance great than 125 ohms.the physician advised that they will continue monitoring the patient through the home monitor equipment. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) issued an alert in the remote monitoring system for a high out-of-range shock impedance measurement of 140 ohms. A technical service (t/s) consultant reviewed data, noting a gradual increase for both shock and pacing impedances over the past year. Pacing impedance increase from 420 ohms to 520 ohms. Shock impedance from 100 ohms to 150 ohms. T/s recommended lead integrity testing and to consider doing a 1.1 j synchronous test shock. T/s recommended to continue following patient on latitude. The device remains implanted. No adverse patient effects were reported.